Event description:
It was reported that during a gastrectomy procedure, there was a micro crack at the thread of the handpiece. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/1/2007. The hand piece was returned with a loose mount and a cracked nose cone. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. The evaluation revealed that the causes that may contribute to invalid crc/eeprom data are eeprom defect, generator corruption of data, or improper eeprom data at time of mfg. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.